Event description:
It was reported that during a lab, the spinemask was inaccurate. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during a lab, the spinemask was inaccurate. No patient involvement or procedural delays were reported with this event.